Event description:
The pt experienced electrical pain shooting from the battery site, down her buttock and into her leg continually when the stimulator was turned on. There was no known accident or incident related to the event. Movement did not cause the stimulation to change, palpating did cause the stimulation to change. Impedance measurements were normal with the exception of electrode 6; that impedance reading was over 4000. The pt was scheduled for surgery. They planned to attempt to tighten the connection of the extension and battery first to rule out that as a possibility; then to replace the extension and possibly the lead. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.